Event description:
A report was received that the patient was suspected of having an infection and the patient¿s ipg was non-functioning. Patient¿s symptoms for the suspected infection include rash, itching, redness and tenderness at the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to a nondevice related chest pain. The patient was also not able to charge the ipg and it was not helping with pain. No infection was found. Additional information was received that explant procedure has not been rescheduled. There will be no further course of action. Additional information was received that the patient underwent an explant procedure. Everything was removed. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to a nondevice related chest pain. The patient was also not able to charge the ipg and it was not helping with pain. No infection was found.

Event description:
A report was received that the patient was suspected of having an infection and the patient¿s ipg was non-functioning. Patient¿s symptoms for the suspected infection include rash, itching, redness and tenderness at the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Event description:
A report was received that the patient had a non-device related chest pain and the device wasn't helping the pain. No infection was found and no device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #:(B)(4), description:linear st lead, 50cm. Model #:sc-4316, lot #:15793026, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was suspected of having an infection and the patient¿s ipg was non-functioning. Patient¿s symptoms for the suspected infection include rash, itching, redness and tenderness at the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that explant procedure has not been rescheduled. There will be no further course of action.